Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during initial drain. Per the initial report, the home patient (hp) had a system error 2240 (air in the set). The hp was connected at the time of the alarm and did not disconnect, all bags were properly spiked, no extensions were used, there were no open clamps on unused supply lines, no leaks and the proper procedures per the user manual were review with the hp. The hp discarded the original cassette and did not have a companion or know the lot number. The technical service representative (tsr) had the hp cycle the power and the hc had a se 2367. The tsr advised the hp to disconnect and then restart the setup with all new supplies. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The system error 2240 could not be confirmed. The sample was not available or returned for evaluation and the lot number was not known to perform a batch review or retention sample analysis. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. The assignable cause for the reported problem was undetermined.